Event description:
Adult staff memeber (rn) suffered seizure while taking care of pt. Code was called. A defibrilator (a second one) equiped with external pacing capability was taken to the code. During the resuscitation attempt, the mode (to make it external pacing) was unable to be changed. This did not affect pt's code situation; the defibrilator housed in that pt care area was used and functioned normally. MFR was called to assess the difficulty with external pacing. When reviewing the situation, the rn and MFR realized that she had not followed the proper sequence to change the mode during the stress of the code situation. The MFR, however, suggested that the hosp's biomedical engineering department perform a routine invesitgation on the defibrilator. Equipment was found to be operating normally. In addition, the defibrilator had routine preventative maintenance performed two weeks prior to this event and was found to function normally. Plan for corrective action: educational programs have been put in place for all staff and all code blue team members.